Event description:
After having the lap-band placed in (B)(6) 2009 I experienced pain in the abdomen where the port site was. In (B)(6) 2011 I was told that my port had torn away from the muscle wall and needed to be replaced with a "low-profile port" and with this port they had no problems. I had continued pain and discomfort in my port site and was told that was from the stitches that were placed into the abdominal muscle wall so that it didn't come off the muscle again. I lived with this pain and discomfort daily until being told in (B)(6) 2016 that my port had once again come off of the muscle and needed to be replaced. During this time there had been no major event where the port would have been affected or any strange or strenuous activity that would have caused this to happen. I opted to have the whole lap-band completely removed instead of having another port replacement because of the high likelihood of this happening again.